Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set had backed up with blood during infusion. The tubing set was connected to a saline solution bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information found. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the picoted showed backflow into the drip chamber. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue related to the raw material. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.